Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced shortness of breath (sob). Technical services (ts) was consulted and discussed stored device data. Ts noted this crt-d system exhibited high out of range impedance measurements for its left ventricular (lv) lead. This device remains in service. No adverse patient effects were reported.